Event description:
During the procedure, the balloon suddenly exploded, so the doctor should remove the balloon immediately. Hence he tried another the same size one, then the procedure was well performed.

Manufacturer narrative:
Longitudinal balloon burst was confirmed on this catheter. It is unk whether an inflation device with pressure gauge was used as is recommended in the instructions for use. It is also unk as to what pressure this catheter was taken. From past experience, this type of burst is typically from over pressurization of the balloon.